Event description:
It was reported that air bubbles were observed within the infusion set tubing on multiple occasions. Customer performed a supply change to address the issue each time. There was no adverse impact to the customer's blood glucose level.